Manufacturer narrative:
In an associated complaint of the user (196557), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. The user was unresponsive to the follow up attempts and per dms review we do not see any new transmitter connected. After escalation to next level support, the user was advised to contact the hcp to discuss next steps, such as removal and replacement of the sensor. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength with the transmitter.

Event description:
On 04 april 2024,senseonics was made aware of an incident where user reported of receiving no sensor detected alerts and user has to go back to the hcp for an additional procedure because she's constantly losing sensor signal, the user was provided a transmitter replacement, however user was unresponsive to the follow up attempts and per dms review we do not see any new transmitter connected.after escalation to next level support, the user was advised to contact the hcp to discuss next steps, such as removal and replacement of the sensor.

Manufacturer narrative:
This case was created from associated case (complaint (B)(4)) where the user complained of not being able to find stable signal. The signal dropped with slight movements in any direction. The case was escalated to next level support who recommended doing a transmitter firmware upgrade. But the user was not able to make the upgrade. The escalation team then approved a transmitter replacement with a new firmware. The user was able to pair the new transmitter and link it with the sensor with stable signal. No further information could be gathered due to lack of response.the RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.